Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision of one (1) 2.7 mm locking compression (lcp) plate and six (6) 2.7 mm cortical screws was performed on (B)(6) 2017 upon discovering a non-union. The patient was implanted with a 2.7 mm lcp plate and six 2.7 mm cortical screws for an ulna shortening procedure on an unknown date. The patient was later discovered to have a non-union following the initial surgery, due to which, open reduction internal fixation was performed on (B)(6) 2017 and the originally implanted constructs were removed. The lcp plate and the cortical screws were removed and the patient was revised to a new lcp plate. The surgery was completed successfully and uneventfully with no surgical delay. The patient outcome was fine. This is report 1 of 1 for (B)(4).